Manufacturer narrative:
(B)(4).

Event description:
"It was reported that transmitter failed error occurred." "Data was evaluated and the allegation was confirmed." The probable cause was determined to be a transmitter timer not advancing. No injury or medical intervention was reported.